Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. On 3/31 the customer was taken to the emergency room and was subsequently admitted into the hospital with a blood glucose (bg) level was 600 mg/dl, with high ketones and customer reported vomiting. Customer attempted to address the elevated (bg) with manual insulin injection. Custom was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.